Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) did not provide therapy when the patient experienced a fast arrhythmia. The arrhythmia was recorded on an external telemetry strip. The device was interrogated and found to be in storage mode. It was reported that the arrhythmia had converted on it's own. No surgical intervention was planned as the patient is medically sick with many co-morbidities. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.